Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Manufacturer narrative:
Clarification to b3: partial date of "2 months after implant" provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "pain, encapsulated" (capsular contracture, baker grade unknown).

Event description:
Patient reported right side "pain, encapsulated". The device remains implanted.